Manufacturer narrative:
Event description refer to manufacturer report #3004209178-2018-27301 for details pertaining to the reportable related event (the first ins used). Section 'device' information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3889-28, lot# za1z6m2, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Evaluation codes apply to the lead. Analysis of lead model 3889-28, lot# za1z6m2, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018. Analysis of lead model 3889-28, lot # unknown, the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified, however the lab was unable to verify lead lot number, returned product did not match. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-27301 for details pertaining to the reportable related event (the first ins used). Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implant procedure for an implantable neurostimulator (ins). The rep reports getting good body response with testing cable during implant procedure, but when lead is plugged into the ins impedance was greater than 4000. Rep said the lead was wiped down and reinserted, but impedance was still high. Rep said she changed pulse width and voltage of impedance test, as high as 3 volts and 270 pw. The hcp then used another ins, but that still gave high impedance. Hcp ended up using another lead and the impedance resolved. Rep didn't program the ins for bodily response. Technical services suggested doing it in the future since high impedance can be false if patient is getting bodily response. Rep planned to send lead and ins back for analysis. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that there were no contributing factors or surgical issues related to the high impedances. It was reported the device was functioning as expected at the time of the report. The patient's weight was reported to be greater than (B)(6).

Manufacturer narrative:
Weight is greater than 300 pounds. Refer to manufacturer report #3004209178-2018-27301 for details pertaining to the reportable related event (the first ins used). Concomitant medical products: product ID: 3889-28, lot# za1z6m2, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: unkn, UDI#: (B)(4). The lead is available, but has not been analyzed yet: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative: the product was received for analysis and the rep further specified that the high impedance seen was greater than 4000 on many electrodes, pulse width and voltage were increased and there was still high impedance, a new battery was tried and still high impedance, and when a new lead was implanted this cleared the impedance. There was no patient injury reported. No further complications have been reported as a result of this event.